Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an unknown size epic mitral valve was implanted in the patient. On (B)(6) 2026, the surgeon had to perform a redo mitral tissue valve replacement due to early structural valve deterioration (svd). The explanted epic mitral valve showed thrombotic tissue formation & pannus ingrowth on the leaflets & cuff. The leaflets appeared dismorphic.